Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Husband call on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 55 mg/dl. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/20/2017 and open vial date is unsure. The meter memory was reviewed for previous test result history (B)(6). Husband called about meter giving a low blood results when the customer was not feeling what the meter was reading so she used another meter available and it read 75mg/dl, which was more consistent to what she was feeling. Customer's blood sugar is all of in the course of the day and she knows how she feels when her blood sugar is low that is why she used another meter or double check the true metrix meter. Customer does her blood 4-6 times a day and has had diabetes for 20 plus years.